Manufacturer narrative:
The initial report had the missing information in narrative summary related to event. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer went to the emergency room to have blood test done for his high blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and insulin pump was not working correctly. The customer¿s blood glucose level was 26 mmol/l and 15 mmol/l which was treated with bolus. Customer was performed rewind and displacement test and it was ok. Customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.